Event description:
It was reported that the pump is intermittently responding when the buttons are pressed. The reporter claimed that the up arrow button has to be pressed several times for the pump to respond. The pump reportedly gets wet on "rare" occasions and the reporter denies any damage to the keypad.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.